Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed that the local field service engineer checked the subject device at the facility and found that there were cracks near the air/water nozzle and ultrasonic transducer of the subject device. The local field service engineer informed user not to use the subject device. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The images regarding the event were provided. The exact cause of the foreign material adhered to the forceps elevator and crack on the distal end could not be conclusively determined. However, based on the provided image, the damaged part seems to have been repaired and there was possibility that the crack on the distal end was repaired by a third party.

Manufacturer narrative:
Olympus medical systems corp. (Omsc) was informed that during the evaluation, the foreign material adhered to the forceps elevator of the subject device. A supplemental report will be submitted, if additional or significant information becomes available at a later time.